Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead was dislodged. The lead was capped and replaced on (B)(6) 2022. The patient condition was unknown. No additional information was reported.